Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed maintenance, cleaned cuvettes, replaced ise (ion-selective electrode) roller tubing, detergent roller tubing and reagent syringe. The fse verified the instrument performance and the issue was resolved. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low na (sodium) patient results were generated on the au480 clinical chemistry analyzer. The erroneous patient results were reported outside of the laboratory and the results were later amended. There was no change in patient treatment in association with this event. Quality controls were within the laboratory's established ranges prior to this event.